Event description:
It was reported that, "during the tha, when the nurse was peeling the tyvek sheet, it delaminated."

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.